Event description:
Complainant alleged that during the defibrillation of a pt (age and gender unk), the device paddles arced. The complainnat indicated that there were no adverse effects on the pt as a result of the reported malfunction.